Manufacturer narrative:
The field service representative found the electrode required more conditioning. After the customer performed more electrode conditioning, the qc results were within specifications and the analyzer was operating within specifications. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable ise indirect gen.2 results for multiple patient samples from the cobas integra 400 plus serial number (B)(4) after the electrodes had been replaced. Data was provided for one patient sample. The initial sodium result was 131 mmol/l. The repeat result was 139 mmol/l. The repeat result on another integra analyzer was 140 mmol/l. The repeat result from a "whole blood analyzer" was 142 mmol/l. No erroneous result was reported outside of the laboratory. There was no allegation of an adverse event.